Event description:
The customer contact reported that during testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the central processing department with an unsigned note that stated, "n184 proximal occlusion a/air." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.